Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing to high thresholds and chronic high impedance. The patient's pacing percentage was low, so the physician opted to leave the lead in use. No patient complications have been reported as a result of this event.